Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the liquid-crystal display monitor had no image (black screen). The issue was found during preparation for the diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Information added to the fields: d8, d9, h3, h6. Correction in the field: e1 (reporter's name and telephone number). The device was returned, and an evaluation was completed for it. During inspection, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.